Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Manufacturer narrative:
Prime alarm during basic occlusion test due to loose drive support disk.

Event description:
The customer reported regarding issues during prime/rewind. The blood glucose reading was 199mg/dl. The caller stated that the insulin pump alarmed, and the drive support cap was protruded. Advised the customer to discontinue the use of the device and revert to back up plan. No further information was provided.